Event description:
The patient reported that two v-go devices fell off her abdomen today. The patient explained she placed a v-go on at 7am this morning and wore it for 8 hours and then the device fell off. The patient stated that she was sweating at the time it fell off. The patient then stated she replaced that device with a new one and that replacement device fell off as well after 6 hours. The devices were discarded by the patient.